Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02163. It was reported that the patient experienced ineffective stimulation. Reportedly, leads migrated laterally, confirmed via x rays. Surgical intervention is pending to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-02163. Follow up revealed that the patient's leads were explanted and replaced, and therapy was restored post-op.